Manufacturer narrative:
E1: additional reporter address: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log for the reported event date does not show any programmed infusions. No conclusions can be determined from the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the volume test by delivering over 24ml. This occurred during testing. There was no patient involvement. No additional information is available.